Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Event description:
Patient was revised to address pain and loss of range of motion.